Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of the safety not engaging could not be confirmed from the returned 24ga insyte autoguard from lot: 4152060. The sample was received with the safety mechanism engaged and the needle fully retracted within the shield. A functional test and visual examination revealed no damage or defects associated with the manufacturing process. A review of manufacturing records was performed and there were no issues during the production of this batch. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: I also have 1 of ea of the below in other sizes with similar issues of the safety not engaging. I am including those in the return as well. Additional info: the dates reported to me for all incidences was (B)(6)2025. No adverse or serious events. I don¿t have the total number of occurrences.